Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleging cancer, skin irritation. There was no medical intervention required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information received and box h11 should be reported as:the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleging cancer, skin irritation. There was no medical intervention required by the patient. During the investigation pil observed the control knob and sd card cover were missing. Pil observed dust-like contamination on and under the top cover, both sides of the right side panel, in the iso port, in the air inlet, on the bottom enclosure, on the pca, on and under the blower cap, on and in the blower motor, and in the base of the blower housing. Dust-like contamination with potential hair-like particles were observed in the bottom enclosure and on the sound abatement foam. Evidence of sound abatement foam degradation/breakdown was not observed. The manufacturer used a fitt (foam integrity test tool) and was able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found 32 error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation and there is no visible damage or functionality failures of the device. The manufacturer observed dust contamination the device and are consistent with being from an external source. Evaluation method code, evaluation results code and conclusion code grid has been updated.